Event description:
Chronic low p-wave measurement, low bipolar atrial impedance warning on (B)(6), 2022. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).